Manufacturer narrative:
A brand name, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The information provided indicated the consumer reported the tampons fell apart leaving pieces inside. She experienced vaginal discharge, an odor, was not feeling well and thought she had an std. She cleaned the vaginal area and removed a piece of tampon. She went to the doctor for a pap smear and it came back negative for stds.